Event description:
It was reported that the patient felt dizzy for "months." Patient's device was at the end of service life and was not able to be interrogated. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion and the device meets expected longevity.